Manufacturer narrative:
The permanent cautery hook instrument has not been returned to isi for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, there was arcing. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the plastic at the tip of the permanent cautery hook instrument was burnt and there was arcing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 9/3/2019 and obtained the following additional information: the permanent cautery hook instrument was inspected before use. The cannula was visually inspected externally and no gage pin was used. The surgeon was using the erbe when the arcing event happened. No additional information could be provided.